Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00008: neck; 3025141-2018-00009: stem.

Event description:
An arh slide loc radial head replacement system was implanted. At some point postoperatively, the head/neck assembly appears to have dissociated from the stem.